Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed foreign material was found inside of the device, but the type of the material could not be identified. It is probable that the foreign material may not have been removed because the device was not reprocessed properly. A definitive root cause could not be determined. Request for additional information was performed although additional information was not provided by the customer. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the air/water (a/w) tube and cylinder had white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.